Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal cribriform occluder was selected for implant. During the procedure the left disc took on a deformation after it was opened in the left atrium, and it appeared as a convex shape. It was recaptured, and a replacement 25mm amplatzer multi-fenestrated septal cribriform occluder was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
An event of device deformation was reported. Information from the field indicated that during the procedure the left disc took on a deformation after it was opened in the left atrium. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.